Event description:
Procedure: CABG. According to the reporter: sutures are not coming out of package, leading to a clean needle stick to an employee - (B)(6) current patient status: ok. Did the difficulty result in unintended colostomy, formal laparotomy, re-operation: no. There was no unanticipated tissue loss. Was there any irreversible tissue damage as a result of this problem: no. Was there any irreversible tissue damage as a result of this problem: no. Was extra bleeding when fraying suture was removed from the aorta of the heart. Unanticipated extension of the incision by more than 1 inch: no. Unanticipated blood loss of 5oocc's or more: yes (if yes how much): don't know. Did this additional blood loss require a blood transfusion: all our heart surgeries get transfused. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. If applicable, what was done to correct this condition: area of fraying was re-sutured. Boxes with suture that was not releasing from package was removed from use and given to (B)(4) . Post-op diagnosis: cad-additional information requested via (B)(4). Can you tell me more about the 500 cc's of blood?¿ where did this blood come from? I am assuming it did not come from the clean needle stick to the employee but there wasn't any mention of any adverse event to the patient other than this blood loss and suture fraying. Please elaborate. I noticed that this was an issue in a different ftr, so if was just a copy-paste error and no blood loss or suture fraying occurred during this case, just let me know and I can change the file to reflect that.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).